Event description:
According to additional information received stated that the current patient condition was discharged.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. Intraocular lens (iol) returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. The optic is scratched/marked-rejectable. There is a fracture near the haptic gusset area. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model as per the instruction for use (IFU). While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens optic was scratched after delivery of the lens. The surgery was completed on the same day using a replacement lens. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).